Event description:
It was reported that the patient presented for magnetic resonance imaging. MRI setting was not preformed before the MRI, and the device went into backup vvi. Programming changes were made, and the patient was stable.